Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that helix extension and retraction performance was within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure the implanting physician always tests the screw mechanism prior to implanting in a patient by extending and retracting the screw. Upon doing so, it took approximately fifteen turns for the tip of the screw to initially come out, then the screw "popped" out quickly. Upon retracting the screw, it took approximately twenty turns to retract it. The physician felt there was something wrong with the screw helix mechanism and chose not to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.